Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: ICU heart/ECMO rn replacing patient's potassium chloride IV piggyback. 20meq kcl to infuse over 60 minutes integrated medication rn looked up to ensure proper flow and order integration was sent (fresh post-op intubated open-heart patient). Noted to see entire 50ml bag of kcl empty. Immediately stopped pump.